Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation) corrected sections : h6 ( component code , clinical code, investigation findings and investigation conclusions) it was reported that a patient with a 33mm 6900p mitral valve, implanted in tricuspid position underwent balloon valvuloplasty procedure after an implant duration of 20 years, 1 month due to stenosis. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per (B)(4), svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. A device history record (DHR) review is not performed because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 6900p mitral valve, implanted in tricuspid position balloon valvuloplasty procedure after an implant duration of 20 years, 1 month due to stenosis. Patient presented with heart failure. Patient was sent to ICU post-procedure. This is a 65-year-old male patient.